Event description:
It was reported that there was erosion at the pocket site with drainage and the incisional wound opening. The pump was replaced and the pocket was revised. The device system was infusing compounded baclofen.

Manufacturer narrative:
Product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.